Event description:
Customer claims that the recording option plays the message very loud even when the volume is turned to the lowest setting. No pt injury was reported. Inspection of the product shows that the sensor receptacles are crossed causing an intermittent alarm.

Manufacturer narrative:
(B)(4). Speaker volume loud. Results: inspection of the returned product found that the recorded message does not play back very loud. However, the message plays back distorted. There is a cross contact between pin a and b of the sensor receptacle which is causing the alarm to sound intermittently when the sensor is plugged in without any pressure being applied to the sensor. All of the screws that hold the alarm case together are rusted. The alarm case is cracked at the top right and bottom right corners. The battery springs are bent. (B)(4).